Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized more than a week ago as they experienced hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 800 mg/dl at the time of incident and the current blood glucose level was over 200 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to high blood glucose events. Customer stated that the meter is dead and is not working. The device will not be returned for analysis.